Manufacturer narrative:
A supplemental MDR is being submitted due to the return of the device. Sections: d9, g3, g6, h2, h3, h6 have been updated.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6. Type of investigation, investigation findings, investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The returned device was visually examined for any abnormalities, and the following was observed: crimped valve: one strut bent outwards at the inflow side. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported frame damage was confirmed based on the returned product evaluation. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. In this case, the patient had a pre-existing device (abdominal endograft) which can increase the likelihood of negative device interaction. Additionally, high push force can further exacerbate such interactions, resulting structural damage to the valve, such as the bent strut at the inflow side. Available information suggests procedural factors (interaction with pre existing device, excessive push force) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is underway.

Event description:
A reported by an edwards lifesciences field clinical specialist, regarding a 23mm sapien 3 ultra valve in the aortic position. The first 23mm sapien 3 ultra valve was caught on the cuff of the abdominal endograft. The physician used extra force to advance the 23mm commander delivery system, and realized the 23mm sapien 3 ultra valve had a bent strut. The valve was pulled back into 14f esheath plus and pulled out as one. A second set of devices were used to implant a second 23mm sapien 3 ultra valve successfully. There were no reported injuries to the patient.